Event description:
I was prescribed depakote. I am experiencing swelling of the face--a known allergic reaction. I saw dr. (B)(6) about the problem on (B)(6) 2023. Dr. (B)(6) is an experienced plastic surgeon. Dr (B)(6) has ordered an MRI scan of my face on thursday, (B)(6) 2023. About 20 years ago, I had a filler called nufill injected into my cheeks of my face. It appears that this filler and depakote are a very bad combination. I have photos of the large bump on the left side of my cheek on my face. The cheek on the right side of my face is also swollen--also because of depakote. The doctor who prescribed depakote seemed unaware of this possible allergic reaction--swelling of the face because of depakote. I have an MRI scan scheduled for the large bump on the cheek on the right side of my face --scheduled for (B)(6) 2023.